Event description:
Patient reported "seroma-late (fluid)¿, ¿breast swelling¿, and ¿edema." Patient further reported ¿carcinoma¿, ¿cysts¿, and ¿rupture of an ulcer with liquid leaking¿ which have been deemed not related to the device. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late (fluid)¿, ¿breast swelling¿, ¿edema¿.

Event description:
Patient reported "seroma-late (fluid)¿, ¿breast swelling¿, and ¿edema." Patient further reported ¿carcinoma¿, ¿cysts¿, and ¿rupture of an ulcer with liquid leaking¿ which have been deemed not related to the device. Affected side is left. The device remains implanted.